Event description:
The insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the battery compartment was cracked and the keypad was peeling at the bottom. The keypad buttons had intermittent response and there was contamination under all he keys and the bolus button. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was cracked and the keypad was peeling at the bottom. The keypad buttons had intermittent response and there was contamination under all the keys and the bolus button.